Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure atrial fibrillation ablation was completed and then attempted a cavo tricuspid isthmus (cti) flutter ablation using radiofrequency. When the catheter moved within 11mm of the bundle of his, ablation was ceased, but complete heart block had already occurred. The atrioventricular (av) node sustained permanent damage, resulting in the need for a temporary pacemaker and subsequently a permanent pacemaker. The cti flutter ablation procedure was aborted due to the av node being affected. The patient required extended hospitalization for an extra day to implant the permanent pacemaker. The procedure was aborted under general anesthesia. No further patient complications have been reported as a result of this event.